Event description:
Per investigation results, it was determined that the expansion cylinder was broken but no pieces separated from the pullwire.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: the anchor has not unfolded, the implant does not hold in the bone. Surgery successfully completed with a competitive device. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: 1) incomplete lever actuation, 2) too much bone removed/decorticated, 3) insufficient quality or quantity of bone that would compromise secure anchor fixation, 4) pathology such as schlerotic bone that may thicken the cortical layer.

Event description:
Per investigation results, it was determined that the expansion cylinder was broken but no pieces separated from the pullwire.